Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi test stop 1006 - e, the .5 millivolt sensitivity. The step was rerun ten times and all then passed and device intermittent operation was noted. (B)(4).

Event description:
The external pulse generator was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.